Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk; catheter (prox cath rev seg) model: 8578, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a catheter obstruction at pump/catheter connection. An indium study was done and it was noted that they were unable to withdraw from the side port. A catheter revision was done and patient recovered without sequelae. Drug delivered via the device was lioresal.

Event description:
Actual residual volume was reported greater than the expected residual volume. This was the first refill following pump replacement. The pump reservoir was filled with 40ml. Healthcare provider (hcp) was expecting approx. 5ml, but aspirated 30ml of the drug. Pump event logs were checked and looked normal. Additional information has been requested; a follow-up report will be sent when it becomes available.